Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. 628152-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included obesity. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysuria ("bladder or urinary problems or changes dysuria"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain: lower abdomen area") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("pain: pelvic/abdominal pain"), psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problems: urinary problems") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, urinary problems, vaginal infection and vaginal discharge. Discrepancy noted for date of removal previously reported as (B)(6) 2010 and now reporting as not removed current weight 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. 628152-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included obesity, c-section, chlamydial infection and vaginitis bacterial. Concurrent conditions included itching, urinary frequency, urinary urgency and breast pain. Concomitant products included acetylsalicylic acid;hydrocodone bitartrate (lortab asa), fluoxetine hydrochloride (prozac), nifedipine (procardia), nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysuria ("bladder or urinary problems or changes dysuria"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain: lower abdomen area") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("pain: pelvic/abdominal pain"), psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problems: urinary problems") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, urinary problems, vaginal infection and vaginal discharge. Discrepancy noted for date of removal previously reported as (B)(6) 2010 and now reporting as not removed current weight 189 lbs. Essure was deployed via standard procedures and the introducer removed and there were 2 coils noted through the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc (product technical complaint). On 29-jan-2020: no new information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. 628152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included obesity. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysuria ("bladder or urinary problems or changes dysuria"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain: lower abdomen area") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("pain: pelvic/abdominal pain"), psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problems: urinary problems") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, urinary problems, vaginal infection and vaginal discharge. Discrepancy noted for date of removal previously reported as (B)(6) 2010 and now reporting as not removed. Current weight 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received. Reporter information, lot number added. Events: bladder or urinary problems or changes dysuria, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, bladder or urinary problems or changes dysuria, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, pain: lower abdomen area, device monitoring procedure not performed added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, urinary problems, vaginal infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received case was upgraded to incident. Event injury was replaced with new events pain: pelvic, abdominal pain, general abnormal bleeding, psych injury, pregnancy: birth no complication, device ineffective, urinary problems, vaginal infection and vaginal discharge. Explant date was added. Essure indication was updated. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.